Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided.~ as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not necessarily indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae case is not applicable. Most recent follow-up information incorporated above includes: on 1-dec-2016: quality-safety evaluation of product technical complaint (ptc) received. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and began experiencing bleeding (interpreted as genital bleeding). She underwent hysterectomy 2.5 years after the insertion. Genital bleeding is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, abnormal genital bleeding and changes of menses patterns may occur. In this particular case, the event started after essure insertion and finally led to surgical intervention. Considering the plausible temporal relationship and the absence of alternative explanations, a causal relationship between this event and essure cannot be excluded (related). An additional non-serious event was also reported. This case was regarded as incident since a surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information is expected only through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer on behalf of a plaintiff in united states on 19-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. Sometime after essure implant, the consumer began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, migraines abdominal pain and dizziness. She reported to her healthcare provider that she was experiencing severe menstrual pain and bleeding. On (B)(6) 2014, the consumer underwent a hysterectomy. Company causality comment: this spontaneous legal case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) placed and began experiencing bleeding (interpreted as genital bleeding). She underwent hysterectomy 2.5 years after the insertion. Genital bleeding is serious due to medical significance and is anticipated in the reference safety information of essure. After essure insertion, abnormal genital bleeding and changes of menses patterns may occur. In this particular case, the event started after essure insertion and finally led to surgical intervention. Considering the plausible temporal relationship and the absence of alternative explanations, a causal relationship between this event and essure cannot be excluded (related). An additional non-serious event was also reported. This case was regarded as incident since a surgical intervention was required. A quality-safety investigation was initiated. Further information is expected only through the litigation process.